Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose was 400 mg/dl. His current blood glucose is 505 mg/dl. The customer vomited four or five times this weekend. The customer has been treating via manual insulin injection and he has been talking to his health care professional. Troubleshooting was initiated and the drive support cap was normal. There were no air bubbles in the lining. The device settings were programmed accurately as well. A high pressure test was performed and the customer used vice grips instead of a tubing clamp, and the device successfully alarmed no delivery. The customer also mentioned another instance of a blood glucose of 430 mg/dl, in which the customer's infusion set cannula was bent. The customer was advised to change the infusion set, reservoir and insulin and treat per health care professional's instructions. No products were returned or replaced as the customer no longer had the set with the bent cannula.